Event description:
It was reported that "it was unable to pace after the catheter was inserted. Another catheter was used and the problem was solved." No patient injury was reported.

Manufacturer narrative:
The product was returned for evaluation. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. Continuity testing confirmed both distal and proximal electrodes were continuous and there were no shorts or intermittent conditions. No visible damage was observed on the catheter body or returned monoject 1.3 cc limited volume syringe. Visual examination was performed under 10x magnification. A device history record review was completed and documented that the device met all specifications upon distribution. The complaint could not be confirmed during the analysis, as the device responded appropriately during functional testing. Although the cause of the complaint could not be determined, there was no indication of a manufacturing defect noted during the analysis. It is not known if any clinical factors may have contributed to the event. No actions will be taken at this time.